Event description:
It was reported when the device was used during a hernia repair, it fired malformed staples. It was not reported how the case was completed. There was no consequence to the patient.